Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 261 mg/dl, than 267 mg/dl and now its 411 mg/dl. The customer also reported that the insulin pump received no delivery alarm. The no delivery alarm was resolved by complete set change. The insulin pump and reservoir will return for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08750 inches. No excessive no delivery alarms noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).